Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 08-nov-2018. It was reported that crossing difficulties were encountered. The 95% stenosed, 10mmx3.0mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 3.00x12mm promus element drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage. A promus element,mr,ous 3.00x12 mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage to the most distal stent strut row with struts lifted. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 480 mm distal from the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.